Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging the ipg a year ago and the ipg is inoperable. As a result, surgical intervention may occur.